Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned tasp found signs of repeated use and a fracture on the medial side. Gouge marks and dents were noted which is indicative of repeated use. The device history records were reviewed and no discrepancies were found. Reported information states that the device was incorrectly disassembled leading to the fracture. Investigation results concluded that the reported event was due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter an conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It has been reported that the provisional fractured during sterilization processing.